Event description:
It was reported to boston scientific corporation on july 29, 2008, that a polaris stent was used during a procedure. According to the complainant, approximately eight days later, it was noticed that the stent migrated to the renal part of the kidney. The stent was removed with a basket device (brand unknown) and was disposed of. A new stent (unknown) was placed.

Manufacturer narrative:
The lot number of the device used is unknown; consequently, the expiration and manufacture date of the device is unknown. One possible lot has been identified for the device; lot# 11222958. A review of the device history record was performed for lot 11222958 and revealed no related issues to this complaint. The complainant indicated that the device will not be returned for evaluation since it was disposed of therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.